Event description:
It was reported that persistent high baseline alarms occurred during use on a patient. As a result, the intra-aortic balloon pump (iabp) was swapped out. There is no information on the patient outcome. The complaint will be updated if the information becomes available.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "high baseline alarm" is confirmed. The pump alarmed a system error 3 during the complaint investigation which is related to the reported alarm. An excessive noise was noted from the pump assembly consistent with a motor/lead screw malfunction. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that persistent high baseline alarms occurred during use on a patient. As a result, the intra-aortic balloon pump (iabp) was swapped out. There is no information on the patient outcome. The complaint will be updated if the information becomes available.